Event description:
It was reported that a patient had "abnormally high impedances" on one of the stimulators. Additionally, it was reported that it appeared that some combinations on the left were greater than 2,000 ohms. It was stated that this "may" indicate an open circuit. Later it was stated that the patient had not been "fully tested re response to deep brain stimulation". It was not clear what that meant. It was stated that the patient's stimulation had not been increased past 1.5v since implantation. It was noted that the patient was going to see their health care provider (hcp) the following week. It was noted that the hcp was going to re-test the impedances at 3.0v the following week. Additional information received reported that the patient had "strong dystonic posturing, with rightward torticollis." It was stated that the patient had developed a retropulsion. It was noted that the patient's family had been careful with preventing falls. It was not known if the patient had been found to have fallen down. Almost three weeks later it was reported that there were impedance values of greater than 2,000 ohms on the right stimulator. Additional information received reported that on (B)(6) 2013 the patient's leads were tested. It was stated that lead 2, 3, and 4 were working, but lead #1 was not. It was reported that the device had worked "somewhat" until the "last couple of months." It was stated that the patient's symptoms control was "terrible" with zero symptoms improvement, and it had "actually become worse." It was stated that the patient did not have any falls or trauma, but the patient neck had been "stretched very far to the left". It was reported that the patient had been going from "neurologist to neurologist" to try and determine what the issue was. It was stated that x-rays had been taken the previous week, but they were unable to see lead #1 on the x-ray so another head x-ray was going to be done on (B)(6) 2013. It was noted that the patient had programming adjustments with no symptom improvement. Additional information received reported that the radiologist believed that the left lead connector had a "gap" in it, "whereas the suspected right lead connector appeared to be intact." It was stated that the hcp was "not actually sure which is which." It was noted that one of the leads "had a different radiographic appearance at the connector level". It was stated that there were a few programming sessions where both stimulators were turned on. Additional information received reported that the hcp was going to seek a "neurosurgical opinion." It was reported that the patient's family was "inclined" to return to the doctor who performed the surgery.

Manufacturer narrative:
Concomitant products: product ID 7426, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 7438, serial # (B)(4), implanted: (B)(6) 2011, product type programmer, patient; product ID 3387s-4,0 lot # v686973, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3387s-40, lot # v686973, implanted: (B)(6) 2011, product type lead; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2011, product type extension. (B)(4).

Event description:
Additional information received reported that the device had worked for six months, but had not worked for the past 1 ½ years. The reporter stated that an x-ray showed that the lead connector was broken and she had reportedly heard that lead #1 on the right side was broken. The reporter stated that the impedances showed ¿no activity.¿ the reporter stated that the patient had not fallen or had trauma but used a bike helmet.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID 7438, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID 3387s-40, lot# v686973, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 3387s-40, lot# v686973, implanted: (B)(6) 2011, product type: lead. Product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).

Event description:
It was later reported that there was high impedance on right lead 1 and 2. Patient had an implantable neurostimulator (ins) and it had not been working correctly. It was noted that 6 months prior to (B)(6) 2014 they had found out one lead was not working/malfunctioned and it may be lead 1, they were working off of the other 3 leads. It was noted that the patient felt that there were other connections that were not working.